Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for a generator change. The dft test was performed and an alert for over-current detection (possible high voltage lead issue) appeared. The device delivered therapy successfully in the rv- can vector. A device download was performed and was successful. Therapy was programmed around the svc coil and dft's were preformed again without complication. Lead remains implanted, and the patient will continue to be monitored.